Event description:
The customer reported that there was insulin leaking on the adhesive pad and insulin noted in the cannula window. The cannula was also pinched in the middle.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.